Event description:
It was reported that an alert was triggered for intrinsic amplitude out of range. In addition, occasional undersensing was seen on the presenting electrogram (egm). No adverse patient effects were reported. The device remains implanted.